Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the single leaflet device attachment/slda was due to the multiple shocks by the ICD (patient conditions). The reported mitral regurgitation was likely an outcome of the slda. Additionally, the reported patient effects of mitral regurgitation (mr) as listed in mitraclip instructions for use is a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, prolonged hospitalization, and recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to functional treat mitral regurgitation (mr) with a grade of 3-4. It was noted previous implantable cardioverter defibrillator (ICD) and normal leaflets. On (B)(6) 2020, one clip was successfully deployed, reducing mr to 1-2. On (B)(6) 2020, it was confirmed that mr was still 1-2. Then on (B)(6) 2020, the patient returned due to the ICD shocked the patient 10 times. Imaging showed that the clip became detached from the posterior leaflet but remained attached to the anterior (single leaflet device attachment/slda), increasing mr to 3-4. The physician stated the cause of the slda was due to the shock. Additional treatment was not performed. The patient will be transferred to another clinic. No additional information was provided.